Event description:
It was reported the lead had 'small sense signals, weak detection' and elevated thresholds. It was capped and replaced. No patient complications were reported as a result of this event. A physician stated it was not a lead issue, but patient related.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.